Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that the pt was unable to turn his stimulation on. He had recently been hospitalized after suffering a stroke and turned his stimulation off during his stay. The pt believes he underwent an ami during his hospitalization. An appointment will be scheduled for further interrogation.